Manufacturer narrative:
During the evaluation of the sample a tear measuring approximately 1.0 cm was observed on the posterior aspect. Microscopic examination was performed and no evidence of instrument damage was observed. No additional anomalies were discovered. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to, the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal daily routines including customary and purposeful trauma to the breast. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. The reported complaint was confirmed for rupture. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Concomitant products: siltex round high profile prosthesis, catalog #: 354-4400, serial #: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female who underwent primary breast augmentation with siltex round high profile prostheses experienced right sided rupture, right sided baker¿s grade ii capsular contracture, and left sided pain post procedure. As a result, the device was replaced with siltex round high profile prostheses was performed. The devices reported initially were leiden devices. Mentor leiden breast implants that are manufactured and distributed under the mentor brand but are not approved for import into the united states do not appear to meet the criteria for MDR reporting as a same or similar device to a device that is marketed in the united states. Specifically, the devices differ in manufacturing processes and device specifications. Mentor received a device for this complaint in which the lot did not match the reported information. This device was a right sided 300cc mentor memorygel breast implant. An investigation was performed an on 5/21/2019 it was determined that this device could not be excluded as the complaint device, and therefore mentor has decided to conservatively report this event.